Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a cardiac arrhythmia diagnosis procedure, which was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of the system log files showed image processing pc (ippc) post errors. Fse found that there have been many occurrences of the image disc being full. The philips engineer performed a complete internal cleaning of the ippc (connections, dust removal, etc. Using contact cleaner), replaced the bios battery, performed a full formatting of the hard disks, and reinstalled the os and app of the ippc. After the repair action, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the x-ray was not available and image store is full. The system was in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.